Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the patient¿s merlin transmitter did not power up after a power outage. The prongs were removed and reattached to multiple power outlets. The issue was unresolved. The device would be replaced. No further information was available.